Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found connector with lose connection, video connector with crack on the side. Based on the results of the investigation, a definitive root cause could not be determined. A device history record of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope was not showing the full image. The issue occurred, during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope was not showing the full image. The issue occurred during the procedure. There were no reports of patient harm.